Event description:
It was reported that the patient had a staff infection and had to be revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 32x3 flat poly liner. The following other hip devices were also listed in this report: unknown 56 tritanium solid shell; unknown 32mm biolox delta head; unknown size 10 restoration ha femoral stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Additional information was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.